Event description:
After implanting an fp7 valve of lot d0625, the patient was admitted with atalamia.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. As the device has not yet been returned, no device malfunction could be confirmed.